Event description:
It was reported that an asymptomatic patient presented in-clinic with their leadless pacemaker system exhibited a reset due to software update. No intervention was reported. Patient was stable before, during, and after the event.

Manufacturer narrative:
Correction: upon review, the leadless pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.